Manufacturer narrative:
The cause of the peritonitis was unknown. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, routes, frequencies, and durations were not reported). Twenty-seven days after the reported onset date, the patient was recovered from the peritonitis and the antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient was born on an unspecified date in (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The same day as event onset, the patient was hospitalized for the event. Treatment and the patient outcome were not reported. Dianeal therapy was ongoing. No additional information is available.